Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a changeout procedure, this right ventricular (rv) lead and new implantable cardioverter defibrillator (ICD) exhibited high, out of range shock impedance greater than 200 ohms. The leads were removed from the header and reconnected. The connection was then tested and confirmed to be secure. The high, out of range shock impedance measurements were again noted. A pacing system analyzer (psa) was used to test the rv coil which provided no measurement. The superior vena cava coil was tested and provided a measurement of 450 ohms. When the rv coil to can was tested, an appropriate 63 ohms was delivered. The svc coil to can provided a measurement of greater than 200 ohms. The boston scientific field representative programmed the shock vector as rv coil to can, which produced an acceptable shock impedance and was successful with defibrillation threshold (dft) testing. Additional information confirms that the cause of the observation was not able to be conclusively determined. The system remains in service. No adverse patient effects were reported.